Event description:
During a transvaginal sling procedure, the dr tried to use this screw anchor. When the screws were anchored the suture detached from the screw on both sides. Pt ended up with 2 small screws retained. Different system opened and used on pt.